Event description:
The customer reported that the unit had no display.

Manufacturer narrative:
The customer evaluated the device, and resolved the issue by replacing the processor pca. The device was not returned to the factory.